Event description:
Procedure type: bowel resection. According to the reporter: when the dr fired the device it would only place staples on half of the staple line then the device would stop. Dr then changed the cartridge, and the unit would fire half way again. The dr then had to handsewn the area, then resect 4 cm of tissue, to remove the staples in order to correct the staple line. The dr used another handle and reload to continue the case.

Manufacturer narrative:
(B)(4).